Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that sensing thresholds decreased from 13.0 mv at implant to 2.0 mv two weeks post implant. Adequate thresholds could not be obtained during a reposition attempt. There- fore, the lead was replaced.